Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients since the user retrieved the medication from another station. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients since the user retrieved the medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer had failed. A field service engineer found medication spillage inside the half-height cubie drawer, which caused a cubie pocket to malfunction. The fse cleaned the drawer and replaced the cubie tray, successfully recovering the failed pocket. The system functioned as intended after the field service engineer repaired the device.